Event description:
It was reported by the patient that the vns worked for her for about two years, later she found out that the vns had damaged her vocal cord. It was then reported that the device was defective and was ultimately disabled, the report of device being defective will be assumed as a generator issue and captured under manufacturing report number 1644487-2022-00839 until more information is received. No other relevant information has been received to date.